Event description:
Complications from silicone breast prosthesis, breasts were hard and painful. Augmentation 1988. Implants removed today & replaced with saline. Unable to indentify manufacturer - implants sent to regional medical laboratory.